Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided: expiration date - unknown. Address & phone - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is 1 of 2 mdrs for the same event (reference 3002806535-2015-00263 / 00264).

Event description:
It was reported that patient underwent a total right total hip arthroplasty on (B)(6) 2003 and a total left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip revision on (B)(6) 2013 and a left hip revision on (B)(6) 2013 due to unknown reasons. Patient further alleges tissue damage and recovery issues. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Review of the medical records for the right hip note elevated ion levels, tissue damage, bone destruction, and metal embedded in the tissue. Review of medical records for the left hip noted osteolysis and adverse reactions to metal debris.